Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during anastomosis of small bowel in an open small bowel resection, the stapler cut but did not deploy staples. This was the fourth firing of the device. The anastomosis was hand sewn and the procedure was completed. No patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction and is now classified as a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.